Event description:
During the coil embolization procedure of the splenic artery aneurysm, the introducer sheath of the helipaq microcoil (che180730-30/f60093) was stuck in the introducer, additional the product was received and the coil was stretched/damaged. I was noted that the device was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified microcatheter (carry/utm, 2 marker, type unknown), it got stuck into the introducer sheath. Although the physician put additional force to push the coil several times, it could not be advanced anymore. Then, the helipaq was safely removed from the microcatheter hub. After withdrawal, when the helipaq was outside the patient, the physician checked that the microcoil was exposed out of the end of the introducer sheath tip with no further issues. And so, he firstly flashed into the microcatheter with saline and re-inserted the same coil into the microcatheter. However, he still experienced severe resistance and the re-sheathing tool of the helipaq somehow damaged at that time. Therefore the helipaq was replaced for a new product (che180730-30, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The vessel was not calcified and not tortuous, and no patient information (age, gender, dob and weight) was provided. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During the coil embolization procedure of the splenic artery aneurysm, the introducer sheath of the helipaq microcoil (che180730-30/f60093) was stuck in the introducer, additional the product was received and the coil was stretched/damaged. I was noted that the device was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified microcatheter (carry/utm, 2 marker, type unknown), it got stuck into the introducer sheath. Although the physician put additional force to push the coil several times, it could not be advanced anymore. Then, the helipaq was safely removed from the microcatheter hub. After withdrawal, when the helipaq was outside the patient, the physician checked that the microcoil was exposed out of the end of the introducer sheath tip with no further issues. And so, he firstly flashed into the microcatheter with saline and re-inserted the same coil into the microcatheter. However, he still experienced severe resistance and the re-sheathing tool of the helipaq somehow damaged at that time. Therefore the helipaq was replaced for a new product(che180730-30, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The vessel was not calcified and not tortuous, and no patient information (age, gender, dob and weight) was provided. The complaint product is going to be returned for evaluation. No additional information is available. The coil was returned severely stretched and protruding through the resheathing tool and outside the sheath. The coil¿s socket ring was severed at the solder point. No material defects were observed. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The damaged v notch edge has been raised above the surface plane. Strands of the sheath¿s pull tab are seen protruding through the v notches fracture. The locking mechanism has been damaged. The primary contributing factor to the coils severe resistance during introduction, the coil¿s severe damage, and the resheathing difficulty occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edge. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which prevented the coil from being introduced into the microcatheter, caused the coil to protrude outside the sheath, and produced some of the observed coil damage. When the coil was retracted through the sheath it most likely became anchored in the skive and/or resheathing tool causing a temporarily anchoring of the coil. When the coil was retracted in this anchored condition it would have stretched. With the damaged and stretched coil protruding outside the sheath resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, for optimum product performance and to prevent potential complications during resheathing, the instructions for use (IFU) recommends, ¿when necessary, the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. Fig. 6: pulling back the dpu wire hub connector¿¿ in addition, without the return of the unidentified carry microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed, since the device passed electrical testing and the coil deployed without any delays. Additionally, the coil was returned damaged (severed and stretched), but it was reported that the device was removed intact after use. Therefore, the damages could have been incurred during shipping process. Additionally, this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.